Event description:
A couple minutes after insertion on a critical patient, the pump began alarming "possible helium loss". After checking all connections, the alarm continued every 3 minutes. The 24/7 teleflex hotline was called, and staff spoke with rep [representative]. They were utd [unable to determine] an exact reason for the alarm. The team was instructed to recheck the 3 most common causes of the alarm, which the team did. Staff sent the rep photos of the strips the machine printed and the alarm they were getting. Unfortunately, nothing resolved the issue. The case continued for 3 hours, and the team needed to restart the pump every 3 minutes. At the end of the case, the iabp [intra-aortic balloon pump] was replaced and the machine worked. The pt was unharmed.